Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in needle failed to retract. The following information was provided by the initial reporter: after insertion, as per usual practice the wire was pulled from the saf-t-intima. In this instance, the needle failed to retract - meaning it was left inserted/lodged in the resident's abdomen.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the two photos submitted for evaluation. The reported issue was not confirmed since a sample is needed to properly investigate this failure. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The root cause could not be determined without a sample.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in needle failed to retract. The following information was provided by the initial reporter: after insertion, as per usual practice the wire was pulled from the saf-t-intima. In this instance, the needle failed to retract - meaning it was left inserted/lodged in the resident's abdomen.